Event description:
It was reported that the customer experienced issues with air bubbles being present throughout the infusion set tubing. Reportedly, this caused the customer to experience elevated blood glucose levels. Customer was unable to provide infusion set manufacturer.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.